Event description:
Abbott diabetes care (adc) received a complaint via webform which reported a ¿replace sensor¿ error message was received on the adc device. The complaint further indicated that the customer experienced either a seizure and/or a loss of consciousness but did not receive third-party medical treatment. Attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). Sim vivo test was performed and test passed. No failure modes were observed on the sensor plug assembly upon visual inspection. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered in date of event is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.